Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2110839) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. C68121) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 6 years after insertion of essure. On an unknown date, the patient experienced tachycardia ("tachycardia"), vertigo ("vertigo"), depression ("depression"), myalgia ("muscle pain"), oral candidiasis ("oral thrush") and fatigue ("severe fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, tachycardia, vertigo, depression and oral candidiasis outcome was unknown and the myalgia and fatigue was resolving. The reporter provided no causality assessment for depression, fatigue, medical device removal, myalgia, oral candidiasis, tachycardia and vertigo with essure. Batch no c68121 production date 2014-06-19 expiration date 2017-06-30 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. C68121) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 6 years after insertion of essure. On an unknown date, the patient experienced tachycardia ("tachycardia"), vertigo ("vertigo"), depression ("depression"), myalgia ("muscle pain"), oral candidiasis ("oral thrush") and fatigue ("severe fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, tachycardia, vertigo, depression and oral candidiasis outcome was unknown and the myalgia and fatigue was resolving. The reporter provided no causality assessment for depression, fatigue, medical device removal, myalgia, oral candidiasis, tachycardia and vertigo with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.